Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted due to stress urinary incontinence and cystocele. The patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, and recurrence. It was reported that patient underwent revision of mesh with cystoscopy on (B)(6) 2011, due to acute urinary retention post urethral sling implantation. The patient underwent excision of mesh, primary urethroplasty and autologous fascia mesh, on (B)(6) 2012 due to erosion into urethra with bladder outlet obstruction. (B)(4).